Event description:
The patient contacted animas on (B)(6) 2013 reporting that she placed a new cartridge yesterday filled with 200 units and there was approximately 176 units left. The patient stated that she did not check her cartridge all day and did not receive any low cartridge warnings. The patient checked her blood glucose (bg) and was it was 551mg/dl with thirst. She reported that she checked her cartridge and it was empty. She treated herself with a 20 units via syringe, bg value not provided. The patient reported that she did not see any insulin the insulin compartment or on her. She was not sure where the insulin went. The patient denied that she loaded an empty cartridge. This report is being made due to patient's hyperglycemic event while on insulin pump therapy and due to the allegation of a leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.